Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 400 mg/dl (aviva) and 138 mg/dl (emt's meter). No adverse event reported. The lot number was not provided. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.